Event description:
Additional information received reported that programming did take place as planned on (B)(6). The patient re-established stimulation and therapy in the right stn. The programming was uneventful and the patient was sent home with satisfactory results and no stimulation related side effects. The following day the patient was feeling much better and noticing a reduction in pd related symptoms on the left side of her body. It was noted that the patient reported a 'honeymoon' effect immediately post-operative indicating an excellent lead location.

Manufacturer narrative:
Analysis of the lead model 3389-40, lot j0455233v found no significant anomaly. The #0 conductor on the proximal end was broken due to overstress / damage, and the circuit was open. (B)(4).

Manufacturer narrative:
Lead: model 3389-40, lot# j0455233v, implanted: 2005 (B)(6), explanted: 2012 (B)(6); 3389-40, lot# j0454912v, implanted: 2005 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; programmer: model 37642, serial# (B)(4). (B)(4).

Event description:
It was reported that the patient experienced increased rigidity and increased difficulty with gait and balance (a general return of parkinson's symptoms) on the left side of the body. A fair amount of reprogramming was attempted by the managing neurologist without improvement. High impedances (>40,000 ohms) were noticed on electrode 9, which corresponded with the right stn. Attempts to program around electrode 9 and use adjacent electrodes in monopolar or in bipolar configurations failed to improve the partial onset of symptoms. It was decided that the next course of action was to surgically replace the right dbs lead. Following the replacement, the patient was recovering nicely and planned to undergo the initial postoperative programming for the new dbs lead on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.